Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) powered on with a self-test error message. The biomedical engineer (be) replaced the battery, the error cleared, and the epg powered on to its default settings. The be did this "several times" and each time the epg powered on to the default settings. Technical services explained the error message: how it can occur and how to clear it. The epg can be placed back into service. There was no patient involvement.